Event description:
The user facility reported a 81-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support showed to have questionable neurological status due to suspected stroke with seizure. Cerebral vascular accident (cva) ruled out via computed tomography (CT) scan twice. Although there was no confirmation for the stroke by the CT scan. The device eventually was explanted 4 days after this event. Patient survived event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the reported stroke/cva has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the stroke/cva was not determined.